Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed an error code while attached to an s3-system. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was able to reproduce the reported issue. The device was requested for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed an error code while attached to an s3-system. There was no report of patient injury.